Event description:
Customer reported an issue with their blood glucose levels dropping to 49 mg/dl while updating their personal settings. Customer took corrective actions by consuming carbohydrates and glucose tablets, which stabilized their condition, and no third-party assistance was required. Technical support helped the customer by guiding them to update their basal rate settings and advised consulting with a healthcare provider for future settings updates.